Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that error was reoccurred multiple times with every set change. Customer confirmed that the drive support cap is intact and no physical damage on the pump. Customer stated that the pump wasn't dropped and not exposed to any magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.